Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter, the cannula pierced the sleeve of one adapter. No patient impact reported. The following information was provided by the initial reporter: "this report is about cannula through sleeve. When the cap was removed, the np needle had already penetrated the sleeve and was exposed. The hcp who removed the cap noticed the event."

Manufacturer narrative:
D.4. Medical device expiration date: unknown d.4. Medical device lot #: unknown h.4. Device manufacture date: unknown h.6. Investigation summary: material #: 367300 lot/batch #: unknown bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for side-pierced sleeve was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode side-pierced sleeve. Bd was not able to identify a root cause for the indicated failure mode.